Event description:
It was reported that the day after implant of the pacemaker system the patient presented to the emergency room with syncope and low blood pressure. Device thresholds were evaluated at that time and were normal. The next day it was reported that the patient underwent a pericardiocentesis or pericardial window; a perforation was suspected related to the right atrial (ra) lead. There was a question of loss of capture on the ra lead in the unipolar configuration, but it was unclear. Following the procedure, thresholds, sensing and impedances were all normal on both leads and isometrics were clean. The physician planned to continue to monitor the patient. The pacemaker system remains in service at this time and no additional adverse patient effects were reported.